Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. (B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with incomplete side cut during surgery. Flaps were performed in consecutive cases, but tissue bridges at the exact same spot on left side of the hinge at twenty degrees. Flaps were opened after breaking the tissue bridges. Procedures completed without any complications.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company service representative examined the system and found debris on the objective lens where the surgeon had issue opening the sidecut. To resolve the issue, the company service representative cleaned the objective lens. The system was then tested and met all product specifications. It remains inconclusive how or when the debris got on the objective lens, or what the origin of the debris was. No information was provided to conclusively indicate nonconformance of the system contributed to the reported event. The most likely root cause of the reported event is attributed to debris on the objective lens. It remains inconclusive how or when the debris got on the objective lens, or what the origin of the debris was. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported incomplete side cuts during surgery. Flaps were performed in consecutive cases, but tissue bridges were present at the exact same spot on left side of the hinge at twenty degrees. Flaps were opened after breaking the tissue bridges. Procedures completed without any complications. Symptoms were resolved.